Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that insulin leaked prior to use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that insulin leaked from the needle. Number of occurrences - 1x in past 1.5 wks did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 26 g, 3/8"" needle, pn 305110 product lot # - 9212459. Did issue cause any injury? - no did customer require medical intervention? - no is product manufactured by bd? - yes; sample unavailable for investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin leaked prior to use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that insulin leaked from the needle. Number of occurrences: 1x in past 1.5 wks. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot #: 9212459. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes; sample unavailable for investigation.